Manufacturer narrative:
Patient involvement in this event was incorrectly reported previously. There was patient involvement in this event but there was no report of patient injury.

Manufacturer narrative:
(B)(4). During ge healthcare technician checkout, it was found that, bellows did not have sufficient pressure to increase bellows to ventilate patient, flush was not pressed nor flow increased during case. Alarm due to collapsed bellows, possibly caused by circuit leak. The flow sensor was replaced and the system was re-calibrated to resolve the reported issue.

Event description:
The hospital reported that, circuit leak" and "unable to drive bellows" during case and noted discrepancy between set and delivered tidal volume. There was no reported patient injury.